Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Product ID 97745bp, serial# (B)(6), product type: accessory, product ID: 97745, serial# (B)(6), product type: programmer, patient. Product ID: 97755, serial# (B)(6), product type: recharger. H3. Analysis found that there was a recharge antenna failure, no device found message. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product ID 97745, lot#/serial# (B)(6) was returned for product analysis. Analysis found that the complaint was unable to be verified; unit pairs and charges ins and internal battery pack and powers up with battery pack, ac charger and aa batteries. They were able to pair and communicate with the test implant via wireless and activate and deactivate stim functions. There was a main board failure: t13035 voltage failure and the connector support was cracked. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was caller stated that for about a week they have been having difficulty charging their implant (ins) and it has been getting worse and worse. Caller stated they spoke with someone from medtronic today and was redirected to call patient services for a replacement recharger. Caller stated that the issue is it is not wanting to connect to start the charge session or sometimes it will start and then kick them out and they have to start over. Caller stated if they can get a connection; recharging excellent it is taking over an hour to charge from 30% to 100%. Caller stated they are not new at this and something is not working right. Caller mentioned that the implant used to last a couple days and now it barely lasts a day. Caller stated if the replacement does not resolve they will get with the doctor to have everything checked. Agent did not ask about the circumstances that led to the reported issue. Agent had caller examine the equipment for damage; caller stated the cord is flimsy where the cord meets the paddle. The issue was not resolved. An email was sent to the repair department to replace the recharger with an exchange unit. Additional information was received from the patient. Pt called back and repeated previously documented information. Pt additionally stated with the exchange unit recharger they weren't seeing any results. Pt said the controller had been rapidly discharging when unplugged from ac power within 10-15min. Pt additionally stated the controller and recharger were getting hot while in use. Pt removed the lithium (li) battery pack when they couldn't get the controller to power on. When they tried to use aa batteries they got controller to power on, but wouldn't 'do anything;' agent reviewed information on use of aa batteries. Agent confirmed by checking serial numbers that pt did not have the exchange unit with them during the time of the call. Agent reviewed due to heating of controller, replacement controller and lithium battery would be sent; if they continue to have charging problems they will need to call back with exchange unit for further troubleshooting. Pt said they could feel the difference of their ins working vs not working (due to not being able to charge ins). Agent reviewed what to expect with potential 'no device found' screen.  Additional information was received from the manufacturing representative. Rep called for help setting up the new controller. Rep conferenced on the patient (pt). Pt said he misplaced the new recharger (rtm) and was trying to use the old recharger (serial number (B)(6)). Pt will call back when he finds the new rtm. Rep called back and pt was brought on the call. Pt reports that with new rtm he was seeing "recharger problem" message when he attempts to go into passive recharge mode. Technical services (tss) had pt recreate this on the call and confirmed the message again. Tss had pt try their old recharger and still showing 0-0-0 on passive recharge screen despite repositioning. Email sent to repair to replace the most recent recharger that he was sent.